Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 30 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and abscess. No further patient complications were reported.